Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus technical support employee helped troubleshoot a wireless monitor transmitter issue with the customer. The primary monitor would not boot up when the power was turn on (green light emitting diode (led) light was on). No signal would transmit to the secondary monitor through the wireless transmitter. A serial digital interface (sdi) cable was connected directly from the video system center to the secondary monitor as a temporary fix, while the primary monitor is out for repair. The subject device was returned to olympus for evaluation. During inspection and testing, the monitor had a faulty circuit board. The bezel had a crack on bottom right corner frame. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the monitor displayed no image on the main monitor, therefore, no image transmitted to the secondary monitor. The monitor would not turn on in the morning before cases. The colonoscopy was delayed for 30 minutes, while the case was moved to a different room. The patient was not under general anesthesia at that time. The procedure was completed using a replacement device. There was no report of patient harm associated with this event. This report is related to linked patient identifier (B)(6).